Event description:
Reporter alleged obtaining discrepant blood glucose results of 279mg/dl back to back with a result of 110mg/dl when testing was performed less than 10 minutes apart on the advantage system. No hypoglycemic or hyperglycemic symptoms were reportedly experienced by the reporter. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.